Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, a patient had a proximal femoral nail a (pfna) implanted. It was discovered post-operatively on an unknown date that the helical blade was not inserted through the nail. The blade ended up sitting anterior and superior to the hole in the nail. Eight days later a revision surgery was performed. The blade was removed and another was implanted through the nail using the jig. It is not the opinion of the surgeon who performed the revision that the initial misplace net of the blade was due to the pfna equipment. No additional information is available. This report is for the unknown pfna blade. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder,.